Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment that the external pulse generator displayed an error code. During analysis the printed circuit board (pcb) was reset with a firmware update. Hanger assembly was broken. Upper case was broken. Lower case was broken. Five case screws were contaminated. Device failed an incoming functional test due to "pr1" clearing the serial number. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator displayed an error code. Troubleshooting was carried but the error still remained. The device was returned for servicing. It was further reported the device subsequently tested out of specification during analysis. There was no patient involvement.